Event description:
It was reported the pt did not recharge his ipg for a yr due to undergoing multiple surgeries for a non-related health issue. As a result, the charger and programmer can no longer communicate with the ipg. The pt was scheduled to undergo surgical intervention, but canceled the procedure indefinitely.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.